Event description:
Pt underwent surgical procedure requiring drainage device. Upon ordered removal of drainage device, drain broke. Part of drainage device retained in pt's abdomen, requiring surgical intervention for removal. At time of removal, it was not discovered that part of the drain was retained.